Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tool broke off while opening a flap during operation. The patient was x-rayed and the tool fragment was located and removed. On follow-up, it was confirmed that the patient had no injury related to this event.